Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. Corrected information provided in b.3. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and therefore the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The reported product is a single-use devices provided to the customer in a sterile manner. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No additional action is required at this time. The manufacturer internal reference number is: 2019-93090.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that five patients experienced endophthalmitis postoperatively after cataract procedures. The patients are reportedly receiving unspecified treatment. The exact number of devices involved is unknown. Additional information has been requested,